Event description:
Machine with flow balance errors that led to an unclearable air in blood alarm today. The machine also had flow balance errors last week (and historically), and the patient became nauseated when this occurred. System ended up clotting today; new dialysis lines to accommodate a ns (normal saline) rinseback bypassing clotted dialyzer.